Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure ¿ 43, f, 68kg, 26.58kg/m2 name of index surgical procedure? Sling operation for stress incontinence the diagnosis and indication for the index surgical procedure? Stress incontinence were any concomitant procedures performed? Yes other relevant patient history/concomitant medicati.ons? Noted. Please describe any medical intervention performed including medication name and results. Hydrocodone-acetaminophen ¿ pain resolved. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and mesh was implanted. On (B)(6) 2022, the patient began to experience acute post-op pain. Unspecified drug therapy was given. As of (B)(6) 2022, the pain has been recovered/resolved without sequelae. This event was reported as mild with a probable relationship with the study device and study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: can you identify the product code and lot number of the device? Tvtrl - 3941262. Please confirm if treatment was provided to treat pain (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed; other medication prescribed) yes, drug therapy noted in con meds in edc. Was the device removed? If so, please date and details of the re-operation. No. What is the procedure date? (B)(6) 2022. What is the most current patient status? Resolved (B)(6) 2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please describe any medical intervention performed including medication name and results. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: vaginal infection. Start date: (B)(6) 2023. Severity: mild. Relationship to study device: possible. Relationship to primary study procedure: possible. Drug therapy: yes. Outcome: not recovered/not resolved.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4. UDI. Additional information h6. Additional information received: adverse event term: post coital bleeding. Start date: (B)(6) 2023. Severity: mild. Relationship to study device: not related. Relationship to primary study procedure: possible. Intervention/treatment: non-surgical procedure, therapy, or intervention: yes. Specify: silver nitrate. Outcome: not recovered/not resolved. Updated information received: adverse event term: vaginal infection. End date: blank (B)(6)2023. Outcome: not recovered/not resolved recovered/resolved without sequelae.